Event description:
Info received indicates the head section cannot be lowered.

Manufacturer narrative:
The technician found the head section gas springs were leaking. He replaced the gas springs to repair the bed.